Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The six month and three year follow-up CT showed the presence of a type ia endoleak and evidence of infolding of the graft sealing rings. A re-intervention was performed on (B)(6), 2014 to place a balloon expandable stent which successfully resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.